Event description:
It was reported that the user received a ¿dosing stops soon, connect cgm or enter bg¿ message after changing their freestyle libre 3+ continuous glucose monitor (cgm) earlier, and initial attempts to scan the sensor resulted in scan errors until the cgm was successfully rescanned, after which glucose readings resumed on the ilet. No adverse clinical symptoms reported. Outcomes included restoration of cgm data to the ilet and no further assistance required. User support included customer care troubleshooting and education, review of alerts, and guided rescanning of the cgm. Investigation of this case revealed a resolved cgm pairing or communication issue that was corrected by repeated rescanning, after which the system functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and transient cgm communication recovery.